Event description:
A medtronic representative reported from a published study, ¿computer tomography assessment of pedicle screw placement in thoracic spine: comparison between free hand and a generic 3d-based navigation techniques¿ the authors while finding better accuracy with the o-arm and stealthstation for pedicle screw placement, compared to free hand, had one patient in the navigated group who showed medial frank penetration 3¿6 mm of a thoracic screw, which however did not need to be moved because this presumable trauma patient had ¿complete cord transection due to rotation injury of th5¿th6.¿ there was no serious injury to this patient due to the patient already being paralyzed. Medtronic navigation, inc. Is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.

Manufacturer narrative:
Patient information not available as this information was derived from a journal article, moderately displaced pedicle screw in journal article by y. Allam and j. Silbermann. Date of event is an approximation derived from the journal article, moderately displaced pedicle screw in journal article by y. Allam and j. Silbermann, first publication date was april 29, 2012. Evaluation by medtronic clinical representative states: it is clear from article that the reason this patient was not affected was that he was already paralyzed, presumably by trauma that was the occasion for the surgery. So screw was not moved. Not serious for reasons just mentioned. No allegations were made of medtronic navigation's device causing or contributing to the patient event.